Manufacturer narrative:
(B)(4). During the atrial fibrillation (afib) procedure, it was reported it was difficult to pull this catheter back into the sheath. The physician did not experience resistance when introducing the catheter, resistance was only experienced during catheter removal. After the catheter was removed, it was visually inspected. It was reported the distal electrode looked like a "burr" was on the distal electrode. The catheter was replaced without patient consequence. The procedure was continued. Addition information provided was stating the "burr" previously described was a lifted ring at the distal tip electrode. Upon receipt, the catheter was visually inspected and it was identified that ring #1 was damaged. Root cause of the damaged ring was unknown. An internal corrective action has been created to investigate this condition. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint regarding the sheath resistance was confirmed; however the root cause of the damaged ring remains unknown. An internal corrective action has been created to address the damage ring issue.

Manufacturer narrative:
(B)(4).

Event description:
During the atrial fibrillation (afib) procedure it was reported it was difficult to pull this catheter back into the sheath. The physician did not experience resistance when introducing the catheter, resistance was only experienced during catheter removal. After the catheter was removed, it was visually inspected. It was reported the distal electrode looked like a "burr" was on the distal electrode. The catheter was replaced without patient consequence. The procedure was continued. Addition information provided was stating the "burr" previously described was a lifted ring at the distal tip electrode. This lift was approximately 1-2mm. Upon receipt of this catheter it was visually confirmed the catheter distal ring was damaged, no foreign material was identified.